Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: the customer's reported condition of a colleague infusion pump with a blurred display was confirmed during evaluation. The root cause was determined to be a distorted main display. The main display was replaced to correct the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a blurred display. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.